Manufacturer narrative:
Pr(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305916. Lot#: 2040095. It was reported by the customer that needle felt loose in other part of connection. Verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd):(B)(6) 2023 . Site name/location: fort mcmurray community health services. Level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: influenza vaccine admonistered to a baby (pre-filled syringe). When plunger depressed, vaccine sprayed out. Needle removed from baby's leg. Needle confirmed to be connected tightly to syringe, so no error in administration. Needle felt loose in other part of connection. Different needle connected to syringe and did not feel loose, so malfunction in needle, not syringe. Who was affected? Patient. Frequency of problem: first time. Device information. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): (B)(6) 2027 . Supplier: medline canada corporation. Supplier catalogue number: 308-305916. Was the device retained? No. Investigation request. Expected type of investigation: lot review. Clinical contact information. Primary clinical contact (cc on final report): (B)(6).

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.